Event description:
It was reported that the lead exhibited t-wave oversensing following ventricular pacing. This cannot be programmed around. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.